Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in an area of in-stent restenosis of two previously implanted stents in the left anterior descending artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, while attempting to cross the lesion pushing through two previously placed layers of stent, the shaft broke 15cm from the hub. Subsequently, the undeployed stent was removed without damage and the procedure was completed with a different device. There were no patient complications nor injuries reported.